Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient alert occurred due to right atrial (ra) lead impedance greater than 3000 ohms. The alert was cleared in clinic and reoccurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.